Event description:
It was reported by the affiliate that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon tried to fire the device but it locked. The device jaw didn't open, but the surgeon tried to open it though. The surgeon is going to use a competitor's product. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device and one reload will be returned. (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) in dwell 3 of 4 on the homechoice. The technical service representative (tsr) assisted the home patient (hp) to cycle power off/on twice to clear alarm. The hp was connected at the time of alarm and had not disconnect prior to alarm and reported he had checked everything and did not see anything wrong. Cause of the air was undetermined. Tsr explained to the hp to call his peritoneal dialysis (pd) registered nurse to advised and start over with new supplies or do a manual drain. Product surveillance followed up with hp on (B)(6) 2010 who reported he discarded the cassette. The hp stated he did not have any problem with any of the other cassette from that box. The hp reported he has continued pd therapy with no other problems and there was no medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).